Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to an inoperable soft key on the keypad. Service evaluation verified the inoperable soft key on the keypad. The cause was identified to be a failed keypad. The keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an inoperable soft key on the keypad. There was no patient involvement. No additional information is available.